Event description:
It was reported that the patient was treated on an unknown date in (B)(6) 2010 for a t12 burst fracture. The patient was implanted with synthes uss at t11-l1, and a synex cage at t12. The patient returned to the surgeon for back pain in the thoracolumbar junction area. The surgeon diagnosed the patient with t10-t1 kyphosis and stenosis above the level of the fusion. The surgeon operated on the patient on (B)(6) 2013 to address the adjacent level kyphosis and stenosis. All hardware implanted in 2010 was intact, and the patient had a solid fusion from t11-l1. The surgeon removed all uss hardware and re-instrumented with uss dual opening from t10-l1 (added an additional level of screws at t10). Surgeon then performed a laminectomy at t10-t11 and successfully reduced the kyphosis. Surgery was completed successfully. This complaint is on a ti collar with grooves. This is 5 of 14 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Implant date: (B)(6) 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.